Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced purulent erythema at the peristomal area treated with antibiotic ciprofloxacin tablets twice a day for 10 days. On (B)(6) 2018 it was reported that the event resolved, in particular, absence of signs of redness and hyperemia at peristomal area.